Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that guide wire part detachment occurred. Vascular access was obtained via the common femoral artery. The target lesion was located in the superficial femoral artery (sfa). A 150cm, 8cm poly tip v-18¿ control wire¿ advanced to cross the lesion. However, the distal part of the wire approximately 5-10cm got snapped and it was unable to be retrieved from its location in profunda. The physician thought that the wire got caught on the beveled edge of the micropuncture set needle as he was trying to angle the wire into the sfa. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was well.

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has wire damage as part of overall visual revision. The device has the distal tip kinked and the polymer of the tip is peeled; the detachment of the polymer starts approximately at 143,5 cm from the proximal end, the detached section was not returned. The overall length, outer diameter (od) of distal tip, od of middle of the device and od of proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire part detachment occurred. Vascular access was obtained via the common femoral artery. The target lesion was located in the superficial femoral artery (sfa). A 150cm, 8cm poly tip v-18 control wire advanced to cross the lesion. However, the distal part of the wire approximately 5-10cm got snapped and it was unable to be retrieved from its location in profunda. The physician thought that the wire got caught on the beveled edge of the micropuncture set needle as he was trying to angle the wire into the sfa. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was well.